Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient is experiencing active bone loss and gum disease. Patient is to schedule with doctor for next course of treatment. Stopping treatment.